Manufacturer narrative:
Follow-up from 26-jan-2016: follow-up attempts were performed with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had abdominal pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a presacral neurectomy in attempt to relieve the pain; but it persisted. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. After essure insertion abdominal and pelvic pain may occur. In this particular case, consumer stated she developed excruciating abdominal pain shortly after essure insertion. As treatment her physician suggested a hysterectomy or a presacral neurectomy (psn). Psn is a surgical procedure to interrupt the cervical sensory nerve fibers in the pelvic area. It is usually indicated for primary dysmenorrhea and chronic pelvic pain. Considering the positive temporal relationship between essure insertion and pain onset and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. Since a surgical intervention was required as event's treatment, this case was considered an incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case # FDA-2014-n-0736-0416, awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure model 205 (fallopian tube occlusion insert) inserted in 2006 for birth control. The consumer reported that shortly after insertion, she started experiencing excruciating abdominal pain. The pain got so bad she was unable to function normally, her doctor suspected endometriosis and chose to perform an exploratory surgery. There was no endometriosis; and as discussed prior to surgery, he performed a presacral neurectomy to relieve her pain. She stated that her options because of essure were to have a nerve severed or have hysterectomy at (B)(6). At time of the report, she still experienced pain and horrible menstrual cycles. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had abdominal pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a presacral neurectomy in attempt to relieve the pain; but it persisted. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. After essure insertion abdominal and pelvic pain may occur. In this particular case, consumer stated she developed excruciating abdominal pain shortly after essure insertion. As treatment her physician suggested a hysterectomy or a presacral neurectomy (psn). Psn is a surgical procedure to interrupt the cervical sensory nerve fibers in the pelvic area. It is usually indicated for primary dysmenorrhea and chronic pelvic pain. Considering the positive temporal relationship between essure insertion and pain onset and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. Since a surgical intervention was required as event's treatment, this case was considered an incident. A product technical analysis is being sought. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow up 08-sep-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had abdominal pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a presacral neurectomy in attempt to relieve the pain; but it persisted. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. After essure insertion abdominal and pelvic pain may occur. In this particular case, consumer stated she developed excruciating abdominal pain shortly after essure insertion. As treatment her physician suggested a hysterectomy or a presacral neurectomy (psn). Psn is a surgical procedure to interrupt the cervical sensory nerve fibers in the pelvic area. It is usually indicated for primary dysmenorrhea and chronic pelvic pain. Considering the positive temporal relationship between essure insertion and pain onset and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. Since a surgical intervention was required as event's treatment, this case was considered an incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up information received on 07-oct-2015 from consumer via regulatory authority (#mw5044262): a new reporter was added. Essure was inserted on (B)(6) 2006 and is ongoing. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had abdominal pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a presacral neurectomy in attempt to relieve the pain; but it persisted. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. After essure insertion abdominal and pelvic pain may occur. In this particular case, consumer stated she developed excruciating abdominal pain shortly after essure insertion. As treatment her physician suggested a hysterectomy or a presacral neurectomy (psn). Psn is a surgical procedure to interrupt the cervical sensory nerve fibers in the pelvic area. It is usually indicated for primary dysmenorrhea and chronic pelvic pain. Considering the positive temporal relationship between essure insertion and pain onset and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. Since a surgical intervention was required as event's treatment, this case was considered an incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.